Event description:
Pt undergoing robotic assisted vaginal hysterectomy, bilateral salpingoophorectomy and cystoscopy. The pt was in sleep trendelenburg position. Upon replacement of the foley catheter, the operating room bed malfunctioned, rotated to the right, while the robot was docked. The emergency stop was placed on the robot. Several instruments were displaced when the bed rotated. The head butler was removed and pt transported to a bed and taken to CT scan. No injury to the pt noted. Bed taken out of service to be inspected by biomed.